Event description:
During routine preventive maintenance. The service representative found that one or more screws associated with the roller occlusion mechanism were stripped. There was no consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet began.